Manufacturer narrative:
E1 initial reporter address 1: (B)(6).

Event description:
It was reported that restenosis occurred. The subject was enrolled in the imperial study on (B)(6) 2016, and the index procedure was performed on the same day. Target lesion #1 was in the left mid-superficial femoral artery (sfa) with 90% stenosis and was 160 mm long with a proximal reference vessel diameter of 5 mm and distal vessel diameter of 5 mm and was classified as tasc ii b lesion. Target lesion #1 was treated with pre-dilatation and placement of 6 mm x 150 mm and 6 mm x 60 mm study stents. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the subject was discharged on aspirin. On (B)(6) 2017, the subject was noted to have low grade stenosis in the stent and popliteal artery. In response to the event, no action was taken. At the time of reporting, the outcome of the event was considered as recovering/resolving. It was further reported that the outcome of the event was considered not recovered/not resolved.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that restenosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2016 and the index procedure was performed on the same day. Target lesion #1 was in the left mid-superficial femoral artery (sfa) with 90% stenosis and was 160 mm long with a proximal reference vessel diameter of 5 mm and distal vessel diameter of 5 mm and was classified as tasc ii b lesion. Target lesion #1 was treated with pre-dilatation and placement of 6 mm x 150 mm and 6 mm x 60 mm study stents. Following post-dilatation, residual stenosis was 0%. On (B)(6) 2016, the subject was discharged on aspirin. On (B)(6) 2017, the subject was noted to have low grade stenosis in the stent and popliteal artery. In response to the event, no action was taken. At the time of reporting, the outcome of the event was considered as recovering/resolving.